Event description:
It was reported that the asymptomatic patient presented for 1-month post-implant device check. Rv lead noise was seen on a stored egm. The noise was reproduced during isometric testing. The device was reprogrammed. Patient condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.